Manufacturer narrative:
(B)(4): subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history record revealed no complaint related anomalies.(B)(4): placeholder.

Event description:
The patient has returned three times since the complained hardware was explanted, twice for debridement and wound vac and finally on (B)(6) 2013, for revision to a competitors plates and screws.

Event description:
Patient was implanted with hardware at l2-l5 on (B)(6) 2012 for a degenerative spine. Patient was scheduled to return to the or on (B)(6) 2013 for a wash out with pulsevac due to an infection. Reportedly the surgeon removed the locking caps and the rods to ensure there was not infection underneath. The surgeon also removed one screw because it was loose and two transconnectors. The rods and the locking caps were replaced. The other original screws remain implanted. It was reported that the surgeon does not think the infection was caused by the implants. The surgery went as planned, no issues were reported. It was also reported that the 400mm rod was initially cut in half prior to the initial surgery. The hospitals internal testing on the devices revealed no infection. This is 10 of 13 reports for the same event.

Manufacturer narrative:
This device was used for treatment, not diagnosis. Placeholder.

Manufacturer narrative:
A manufacturing evaluation was conducted and the report indicates the part was received in good condition. No evidence of marring or scratches. The screws will back out but this is most likely due to the explantation/removal of the device. The screws functioned properly to tighten onto the rods and to lock the device at the desired length. No issues were noted with this part. A product development evaluation was also conducted and the report indicates a design evaluation can not determine the cause of a patient infection. The engineer reviewed risk analysis and product development needs to review the occurrence rate.